Event description:
Same patient as MDR ID#: 2134265-2011-02525, 2134265-2011-02526, 2134265-2011-05561 and 2134265-2011-05562. (B)(4) study. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The patient presented due to recurrent and accelerating angina. Coronary angiography revealed 80-90% focal in-stent restenosis of a previously placed non-bsc stent in the ostium of the left circumflex (lcx) artery. The in-stent restenosis was treated with balloon angioplasty and placement of a 2.75x24mm ion stent resulting in 10% residual stenosis following post-dilation. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel. (B)(4) 2011, the patient presented with accelerating angina. Coronary angiography revealed 90% focal in-stent restenosis at the ostium of the lcx in the previously placed 2.75x24mm ion stent. The in-stent restenosis was treated with balloon angioplasty and placement of a non-bsc stent, resulting in 10% residual stenosis following post-dilation. The event was considered resolved without residual effects and the patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).